Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patients tibia was revised for subsidence and loosening. Universal baseplate with stem, cone, and ts poly were used as a replacement.